Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date, extraneal, physioneal and nutrineal therapies were discontinued and the patient switched to hemodialysis. The outcome of the event was not reported. No additional information is available.